Manufacturer narrative:
Based on the claim against the product by the customer noting plastic melted at the distal end, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to component failure.this complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was noted with the plastic melted at the distal end. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.